Event description:
The manufacturer received information alleging a ventilator failed pneumatic testing. There was no harm or injury reported. The device has been returned to a third-party service center for evaluation. The evaluation has not yet been performed. If any additional information is received once the evaluation is complete, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed pneumatic testing. There was no harm or injury reported. The device was evaluated by a third-party service center. Alarm conditions indicating a hard and soft power failure and depleted power sources were observed in the device's downloaded event log. The device's battery was recharged to address the issues. A pressure sensor mismatch alarm was observed, and the device's machine flow sensor was replaced to address the issue. The pneumatic test was performed and passed testing. During final testing the device failed a test step for fio2 sensor receptacle verification. This test step verifies that the fio2 solenoid is open, and the tubing is not kinked or occluded. This fio2 sensor is used for monitoring purposes only. This would not affect the device's ability to deliver therapy as designed. The device's fio2 tubing was replaced to address the issue. Final testing was performed, and the device passed all testing.